Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. Device was explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified an opening, and a crease fold. A leak test was performed and an opening on the anterior and posterior were found. A microscopic analysis was performed which identified a striated edge opening, consistent with the use of a surgical tool. And also identified a sharp crease on the posterior side and wear abrasion. The fill test inspection was performed, the result was found to be that no blockage was found. Based on the device analysis the final assessment is: -a striated edge opening on anterior side due to surgical damage. -a crease sharp on posterior side due to fold flaw opening.

Event description:
Healthcare professional reported a left side deflation. Device was explanted.